Manufacturer narrative:
(B)(4)

Event description:
The patient contacted dexcom on 06/28/2016 to report that the receiver displayed err "hwbat' on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.